Manufacturer narrative:
UDI for gore® excluder® iliac extender component (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 54 mm in diameter and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up cta, angiography and ultrasound imaging confirmed an aneurysm enlargement up to 72 mm as well as the presence of a type ii endoleak and probably a type 1b endoleak concerning the limb in the right common iliac artery. Additionally, an endoleak with a circulatory feed of the hypogastric lumbar artery was identified. On (B)(6) 2016, coil embolization of the right and left lumbar arteries was performed. An amplatzer plug was used in the right hypogastric artery and the limb in the common iliac artery was extended with an endurant endoprosthesis. On (B)(6) 2017, the patient was reported to have died at home as a consequence of his cancer.

Event description:
On (B)(6) 2016, follow-up cta, angiography and ultrasound imaging confirmed an aneurysm enlargement up to 72 mm as well as the presence of a type ii endoleak and probably a type 1b endoleak concerning the pxl161207 iliac extender endoprosthesis in the right common iliac artery. Additionally, an endoleak with a circulatory feed of the hypogastric lumbar artery was identified. Reportedly, it is believed that the type ii endoleak led to aneurysm enlargement and subsequently the distal type I endoleak with the endoprosthesis losing wall apposition. On (B)(6) 2016, coil embolization was performed of a number of lumbar arteries thought to have been the reason for the persisting type ii endoleak. An amplatzer plug was used in the right hypogastric artery and the limb in the common iliac artery was extended with an endurant endoprosthesis to resolve the type ib endoleak situation.

Manufacturer narrative:
Describe event or problem: updated information. Evaluation codes: updated codes. (B)(4) - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. (B)(4) - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.